Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700 (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7080287.

Event description:
It was reported that the patient did not have neck coverage despite a reprogramming attempt due to lead migration. The patients leads were revised and remains implanted. The patient was doing well postoperatively.